Event description:
Caller reported a malfunction on the pump, characterized by a malf 9 code. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted with resetting the pump, after which the malfunction did not recur, allowing the customer to continue using the pump. Caller was advised to report if the issue reappeared.